Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence as a result of cuff atrophy. The aus was explanted and replaced. There were no additional patient complications reported.